Event description:
It was reported that the (call transferred) customer states pw not suctioning, asked to do a t/s and water test. He states he was not by the unit and informed a test will have to be done with a rep over the phone. Customer states he placed a order for another unit for 399.00 and wanted to know when that will ship. Informed no order show was placed for another unit and he stated it was done over the phone. Asked could it have been done under a different name and he stated no. Rep stated if he did place a order it would have sent and email confirmation with the order number. Confirmed the email address, he states that was incorrect and the correct email address. Updated the email address on the account - had also searched to see if another account was created under that email address and it wasn't. Informed that for the unit under (B)(4) we will need to do a t/s and they can give us a cb when someone is by the unit. No additional information provided. No troubleshooting was provided

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: troubleshooting information: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter. Failure to clean and/or replace accessories may affect the performance of the system. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the (call transferred) customer states pw not suctioning, asked to do a t/s and water test. He states he was not by the unit and informed a test will have to be done with a rep over the phone. Customer states he placed an order for another unit for 399.00 and wanted to know when that will ship. Informed no order show was placed for another unit and he stated it was done over the phone. Asked could it have been done under a different name and he stated no. Rep stated if he did place an order, it would have sent and email confirmation with the order #. Confirmed the email address, he states that was incorrect and the correct email address. Updated the email address on the account - had also searched to see if another account was created under that email address and it wasn't. Informed that for the unit under so (B)(4) we will need to do a t/s and they can give us a cb when someone is by the unit. No additional information provided. No troubleshooting was provided